Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Software analysis was performed. The issue was found to be consistent with a software anomaly. The anomaly is being tracked in an internal tracking data base.

Event description:
Medtronic received information regarding a navigation device being used outside a procedure. It was reported that while pre-merging an exam with the non-reference exam, it resulted in a non-identity transform. Merging that non-reference exam with the reference would result in an incorrect image. There was no patient present when this issue was identified.